Event description:
A past lead issue with the 6947 according to fellow. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).